Event description:
On (B)(4) 2013, it was reported that the patient cannot read the display on her infusion device. She stated that there was water inside the device. The patient stated that she usually showers with the device on. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the display is missing a pixel column due to an interrupt of the heat- seal connection. The customer is not able to see 100% of the display. The defective pixel cannot lead to misinterpretation of insulin amounts. Battery cover/adapter: the adapter passed the optical inspection. The battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.